Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead has high thresholds. The physician elected to leave the lead in use since the patient required less than one percent pacing in the ventricle. No patient complications have been reported as a result of this event.